Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low and threshold suspend. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported a sensor glucose reading of about 55 mg/dl where the actual blood glucose level was about 180 mg/dl. Advised customer that sensor would be replaced. Troubleshooting was not done due to patient was not home. The customer was advised to call back when issue persists. No further information provided.